Manufacturer narrative:
The generator was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the device 744000 generator exhibited error message. According to the reporter, the device showed without code software error and shutdown. There was no patient involvement reported on this event. No user harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the service history records (shr) and the device evaluation. A service history record review was performed. There has been no service activity for the device that is relevant to the user complaint. The customer reported that this device was shutting down and no error code was given. The device was to be sent in for service however, the customer did not return the subject device to the service center and therefore no evaluation for this device was performed. A shr review for this device showed no abnormalities. The reported failure for this device was unable to be determined. Olympus will continue to monitor the field performance of this device. Please see updated sections: g4, g7, h2,h3, h6 and h10.